Event description:
It was reported that during a pulse field ablation procedure using the fararive steerable sheath, the patient expereienced elevated st levels due to air in sheath. After isolation of the 4 pvs was completed, a postmap was drawn. At that time, the doctor was concerned about the difference in lumen between the faradrive and the hd grid, so the physician decided to perform an in-sheath. A non-boston scientific sheath was inserted into the faradrive, and an hd grid was inserted through it. Backflow was drawn through the new sheath, and air was removed, and the hd grid was advanced to the left atrium. Just as the map began to be drawn, there was st elevation in ii, iii, avf, v1, and v2. Cag confirmed rca mid occlusion and air in the left vein. Since pulmonary vein isolation had already been completed, the procedure was transitioned to air removal, and the procedure was then completed. The device is not expected to be returned as it was disposed by facility.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the st segment elevation is a known inherent risk of use of this device. Boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the information provided, the cause not established cause code was selected for the allegation of visible air/bubbles based on the information provided within the event description. The cause of the bubbles seen by the customer in the faradrive sheath was not able to be determined based on the information provided for analysis, and the device has not been returned to bsc at this time. At this point, it can be concluded that unknown factors most probably contributed to the event. The secondary reported event of st segment elevation is a known inherent risk of the faradrive device. St segment elevation is an expected procedural complication addressed within the IFU for the faradrive . There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that during a pulse field ablation procedure using the faradrive steerable sheath, the patient experienced elevated st levels due to air in sheath. After isolation of the 4 pvs was completed, a post map was drawn. At that time, the doctor was concerned about the difference in lumen between the faradrive and the hd grid, so the physician decided to perform an in-sheath. A non-boston scientific sheath was inserted into the faradrive, and an hd grid was inserted through it. Backflow was drawn through the new sheath, and air was removed, and the hd grid was advanced to the left atrium. Just as the map began to be drawn, there was st elevation in ii, iii, avf, v1, and v2. Cag confirmed rca mid occlusion and air in the left vein. Since pulmonary vein isolation had already been completed, the procedure was transitioned to air removal, and the procedure was then completed. The device is not expected to be returned as it was disposed by facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction to h6 it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulse field ablation procedure using the fararive steerable sheath, the patient expereienced elevated st levels due to air in sheath. After isolation of the 4 pvs was completed, a postmap was drawn. At that time, the doctor was concerned about the difference in lumen between the faradrive and the hd grid, so the physician decided to perform an in-sheath. A non-boston scientific sheath was inserted into the faradrive, and an hd grid was inserted through it. Backflow was drawn through the new sheath, and air was removed, and the hd grid was advanced to the left atrium. Just as the map began to be drawn, there was st elevation in ii, iii, avf, v1, and v2. Cag confirmed rca mid occlusion and air in the left vein. Since pulmonary vein isolation had already been completed, the procedure was transitioned to air removal, and the procedure was then completed. The device is not expected to be returned as it was disposed by facility.

Manufacturer narrative:
Correction to impact codes from f2301: additional device required to f23: unexpected medical intervention. Added patient codes: e050301 air embolism . It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulse field ablation procedure using the fararive steerable sheath, the patient expereienced elevated st levels due to air in sheath. After isolation of the 4 pvs was completed, a postmap was drawn. At that time, the doctor was concerned about the difference in lumen between the faradrive and the hd grid, so the physician decided to perform an in-sheath. A non-boston scientific sheath was inserted into the faradrive, and an hd grid was inserted through it. Backflow was drawn through the new sheath, and air was removed, and the hd grid was advanced to the left atrium. Just as the map began to be drawn, there was st elevation in ii, iii, avf, v1, and v2. Cag confirmed rca mid occlusion and air in the left vein. Since pulmonary vein isolation had already been completed, the procedure was transitioned to air removal, and the procedure was then completed. The device is not expected to be returned as it was disposed by facility.